Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had increased. The patient underwent a revision procedure and it was found that the rv lead setscrew on the cardiac resynchronization therapy defibrillator (crt-d) had come loose. The setscrew was tightened and the impedance values returned to normal. The crt-d remains in use. No patient complications have been reported as a result of this event.